Event description:
Related manufacturer reference number: MDR-2022-22087. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) and right ventricular (rv) lead exhibited non-sustained noise oversensing which led to pacing inhibition. Programming changes were made. The patient was stable.